Event description:
It was reported that (2) devices were used during a lung volume reduction. It was reported by the rep that the atw35 stapler was fired with the white cartridge and a strange noise was heard. The cartridge was changed to a blue cartridge, but the knife did not cut and the clips were only partially fired. Another device was used to complete the case. There was no consequence to the pt.